Event description:
It was reported that the customer received multiple alarms. Customer's blood glucose level was impacted. Review of pump history with tandem tech support revealed that an auto-off alarm had occurred. The auto-off feature was set to 12 hrs.

Manufacturer narrative:
Customer has since turned the auto-off feature to "off." The tandem t:slim pump user guide states that the auto-off feature can be set up to 24 hrs or off. The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.